Event description:
It was reported that during a device upgrade the rv lead was explanted and replaced for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.